Event description:
I have just been informed of an incident that occurred while a patient was receiving a vesicant via a PICC, the nurse had already given a syringe and a half of the vesicant when the patient complained of pain. The infusion was stopped and the PICC was removed where it was found to have a fracture, unfortunately the unit did not keep the fractured PICC.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reyh1561 showed no other similar product complaint(s) from this lot number.